Event description:
It was reported that the customer received a battery out limit alarm on her insulin pump while she was sleeping. Customer's blood glucose was not known. She stated that the battery cap was weak. Customer also received an unexpected restart alarm. The insulin pump had not been stored or not in use for an extended period of time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.